Event description:
It has been reported to philips that geometry is not working. There was no reported patient or user harm. The fse reinstalled the geometry computer's software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partially available. Review of the log file confirmed the malfunction with the geo pc. The fse checked and found that the software of geo pc had crashed. So, the fse reinstalled the geo pc software to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.